Manufacturer narrative:
Additional information concerning this event will be requested from the field.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) delivered two inappropriate shocks for ventricular tachycardia (vt). The patient was hospitalized and was given medication to control their rate. The crt-d was reprogrammed and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received additional information from the field that indicated the cardiac resynchronization therapy defibrillator (crt-d) was not programmed optimally for the patient and thus resulted in the patient receiving shocks that the field deemed were inappropriate. No additional adverse patient effects were reported.